Event description:
It was reported that the pt received an itst nail with a femoral lag screw due to a femoral fracture in 2010 and recently requested that it be removed for an unk reason. Difficulty was encountered while trying to remove the lag screw. This resulted in the incision being enlarged and the surgery was aborted after four hours.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.